Manufacturer narrative:
A flash drive was returned to covidien/medtronic¿s product analysis. A visual inspection of the returned component was performed, no notable conditions were found. The returned component was installed into a test ventilator for analysis. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator generated error messages. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and found diagnostic codes relevant to the reported incident recorded in the ventilators memory logs. The se replaced the exhalation sensor printed circuit board (pcb) and universal serial bus (usb) kit. The se performed calibrations and extended self-testing on the device and all tests passed.